Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered from the field. Per the distributor it was alleged that the device was in pieces following the event. There is no indication of any damage to the belt prior to removal as the device was able to appropriately deliver 13 full energy pulses during a treatable vf rhythm. The monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 05/14/2013. Electrode belt: 06/06/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016. A distributor representative reported that the patient woke up to use the bathroom and was treated while in the bathroom. She also reported that it is likely that someone cut the lifevest off of the patient after the event as the device was now in pieces. Review of the event reveals that the patient received 13 appropriate treatments between 02:44:32 and 03:00:34 am on (B)(6) 2016. The patient was in vf during all 13 treatments. Treatments 1-5, 8 and 11 successfully converted the patient to a slower rhythm. The post-shock rhythm for treatments 6,7, 9,19 and 12 remained in vt. The post shock rhythm of the final treatment was vf transitioning to asystole. Post-shock asystole is a known potential outcome of defibrillation therapy. The device appropriately detected and alarmed for asystole following the last treatment. The belt was disconnected at 03:03:40 am. The patient subsequently passed away.